Event description:
It was reported that during a ptca treatment procedure, the maverick otw balloon ruptured at 3 atms on the second inflation. (The number of atms reached on the initial inflation was 12 atms.) The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in a very tortuous proximal-mid right coronary artery. The maverick otw balloon was removed and replaced with a stormer (1.5/20 mm) balloon to successfully complete the procedure. It is noted that resistance was met with removal of the balloon catheter. No pt injuries or complications were reported. Pt status is reported as 'good'.